Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation, yes, returned to manufacturer on, 10/23/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event, exact date of event unknown, however best estimate is between (B)(6) 2019 - (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxt150 20.0 diopter intraocular lens (iol) was explanted from the patient¿s right eye due to hyperopic miss. Reportedly the symptoms did not interfere with the patient¿s daily life. There was no loss of 2 or more lines of best spectacle corrected visual acuity (bscva), and no additional surgical or medical intervention was needed. The explanted iol was replaced with a lens of the same model zxt150, but higher diopter (21.0). There was no patient injury, and the patient is doing fine. No further information was provided.